Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. On an unspecified date, the pump was programmed to deliver an unspecified antibiotic. No specific programming parameters were provided. In 2008 at 0400, the nurse noted the delivery had stopped. It was reported the pump displayed a visual message; however, no audible alarm tone was noted. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the pump passed testing. Though requested, no additional information was provided.

Manufacturer narrative:
The pump is expected to be returned for investigation. It has not yet been received.